Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Guardian of patient was making final 1mm turn with the patient screwdriver and the device broke. Doctor forrest reported the patient's completely fine, no negative effects occurred. Doctor forrest thinks it may be a case of the parent trying with too much force to distract the device with the patient screwdriver when it's possible the device has already completed its full distraction potential.